Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed a breached cut of the outer insulation. The distal conductor was distorted due to kinking/buckling and there was also a breached cut of the inner insulation. Visual analysis noted the lead was damaged at implant. (B)(4).

Event description:
It was reported that during an implant procedure, when the right atrial lead impedance and sensing was measured through the analyzer, it was appropriate, however when the lead was connected to the device, there was low impedance and no sensing. The lead was re-seated in the device header and still the issues persisted, even when another programmer was used to do the measurements. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.